Manufacturer narrative:
(B)(4). Source: a spectra optia customer reported clotting during a heparin only therapeutic plasma exchange (tpe) procedure on sn (B)(4). Clotting was observed approx 60 mins into the procedure and was accompanied by a reservoir alarm. Field diagnosis/correction: the operator continued from the alarm, performed rinseback, and ended the run. Run data files were retrieved for analysis. Investigation: this issue was investigated by the spectra optia triage team. Cause appears to be a significantly occluded return filter. The pumps would not be able to pump the correct amount of fluid through the occluded filter. This behavior is further supported by the strange drops in return pressure seen during these alarms. When optia is returning fluid the return pressure should be nominally consistent and instead analysis of the run is showing drops in return pressure while the return pump is still running in several instances. The team also concluded that the amount of air that might have returned to the pt was much less than 25 mls and as such should not have had the potential to lead to serious injury. Root cause: cause of the reservoir alarms is believed to be due to a significantly occluded return filter likely due to clot formation. The clotting is due to an inadequately anticoagulated procedure. Corrective/preventive action: software was enhanced to move cause text for checking for obstructions up to the first screen. Software also limited the number of times the operator could continue. Additionally a safety alert and training was provided to customers regarding the importance of adequate anticoagulation. CAPA (B)(4) was initiated for the reported condition.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. (B)(6) reports the customer described clotting in the reservoir after 60 mins of a procedure during a heparin only tpe procedure and an alarm showing foam in reservoir. Following the response to clear foam, resulted in air being drawn into the return line and the procedure was discontinued.